Event description:
It was reported via repair work order that the lift was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the lift was not working properly. Follow-up submitted as further investigation determined the lift was stuck in the lowest position. This will result in caregiver annoyance; however, it is not likely to harm the patient as the lift was stuck in the desired position for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the lift was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.